Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead was not working. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician office noticed the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the lv lead had high threshold measurements. The lead was programmed off and not capped. No further patient complications have been reported as a result of this event.